Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty finding a good atrial position for this lead. After several repositioning attempts the extendable/retractable helix mechanism did not operate as expected. The lead was removed, replaced and returned for analysis. Analysis completion confirmed the lead had a break near the terminal end. No adverse patient effects were reported.